Event description:
It was reported that a pump alarm was heard by the pt. The alarm was not confirmed by telemetry. It was stated that the pt also had a previous issue with a catheter. That issue caused the pt to fall asleep "anywhere." The pt stated that the feelings (symptoms) experienced with the pump alarm were similar to those felt with the prior catheter issue. No further details, pt symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).